Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an upstream occlusion alarm is the upstream occlusion (uso) sensor and the most probable cause of medication not being delivered is a loose or incorrect tubing connection; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had an upstream occlusion alarm. There were no tubing kinks or closed clamps between pump and bag. The medication bad was repositioned but the alarm persisted. Troubleshooting attempts were done, but pump alarmed 'service due see manual' followed by 'upstream occlusion'. The patient stated it does not appear as though any medication has infused as bag still appeared full. No patient injury reported.